Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported a customer obtained unspecified higher values while wearing the adc freestyle libre sensor. No comparison of blood glucose tests was performed. The customer reported that on (B)(6) 2020, he had hcp contact and his daily insulin dose was adjusted due to the unspecified higher values. The customer self-treated with an unspecified dose of insulin and experienced unspecified symptoms of hypoglycemia and subsequently was unable to treat themselves. The hcp administered unspecified treatment for the customer¿s hypoglycemia symptoms and no further information was provided. There was no report of death or permanent injury associated with this event.